Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The patient was asymptomatic. The electrogram channel was changed, and the patient will be brought back to resolve the oversensing issue.